Event description:
It was reported that the customer broke his insulin pump. The customer stated that he was taking a shower with the insulin pump connected and fell. The customer stated that the back of the insulin pump broke off. The customer's blood glucose was unknown. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with no button response due to unlocked j2/lcd keypad connector. Unable to perform displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted during visual inspection. Pump received with end cap broken off, missing end cap sticker, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.